Manufacturer narrative:
Additional information: (lot#), evaluation summary post market vigilance (pmv) led an evaluation of one video of the event and one device. Video inspection noted the staple line was complete on one side and there is a gap in the staple line on the opposite side. Blood can be seen flowing from the gap. A crimped staple can be seen distal to staple line gap. Visual inspection of the returned product noted that the reload was fully fired. No manufacturing or assembly defects were noted. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracic surgery (vats) lobectomy, the stapler did not function properly. The tissue was not closed before the cutting mechanism activated which resulted to blood loss of 500cc or more. The bleeding could not be stopped. The patient died during the operation. The reporter alleged the device caused the event and the device has been confiscated for investigation.